Event description:
It was reported that the lower part of the fixture mount broke off during implant insertion into osteotomy site. The implant was replaced with another one.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number ¿ k011028 / k013227.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection with the naked eye and camera magnification identified fractured mount at the hex with the hex remaining inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions noted on the complaint. The patient was noted to have moderate density (type ii) bone the reported device was located on tooth site 18 when the event occurred. Complainant reported that the lower part of the fixture mount broke off during implant insertion into osteotomy site. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.

Event description:
No further event information is available at the time of this report.